Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd discardit¿ disposable syringes 20ml liquid leaked past the stopper. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: circumstances and descriptions: piston seal defect. Clinical consequences: air ingress into the syringe during preparation and liquid reflux during injection.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2211189. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (2) retained samples were obtained from the manufacturing facility for evaluation; however, the retained samples did not show any signs of leakage. Although we were unable to confirm the reported defect, it is possible that this incident resulted from damage to the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported that during use with bd discardit¿ disposable syringes 20ml liquid leaked past the stopper. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: circumstances and descriptions: piston seal defect clinical consequences: air ingress into the syringe during preparation and liquid reflux during injection